Event description:
Pt self tester reports discrepant results with meter compared to a lab meter. Date: (B)(6) 2010, inratio: 3.7, lab meter: 4.9. Date: (B)(6) 2010, inratio: 1.8, lab meter: 2.5. Time between tests less than 10 minutes. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.